Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was oversensing and exhibiting noise. Due to the lead issues the device was underpacing, causing the patient to have a syncopal episode. The physician plans to replace the lead or upgrade the device from a dual chamber implantable pulse generator (ipg) to an implantable cardioverter defibrillator (ICD). Both the device and lead remain in use for now. No further patient complications have been reported as a result of this event.